Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Patient allegation information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing a lung issue. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Secondary findings during device evaluation observed dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Evidence of water ingress on the blower and blower box. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer confirmed the presence of contamination in the airpath. And there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.